Manufacturer narrative:
Date of event unknown. The date bd was notified has been used for this field. Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, bd was not able to duplicate or confirm the customer's indicated failure mode.

Event description:
It was reported that a staff member was taking routine bloods and the vacutainer safety barrel disconnected from the bd vacutainer® eclipse¿ signal¿ blood collection needle whilst in the patient's arm. No injury or medical intervention was reported.